Event description:
It was reported that when the user went to fluoro on the 9800 system, the image initially was all black. It was noted that after this initial event the image came back and worked as expected. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, identified a loose lemo connector. Tightened the loose lemo connector and replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.